Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, g6, h2. The explanted valve has been returned for evaluation. Device evaluation anticipated but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 5 years, 10 months due to pannus and stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo avr, intraoperative findings of small aortic root/lvot, aortic valve was stenosed and opening narrowed. The valve was removed; nicks procedure was performed with a hemashield graft. A 23mm 11500a valve was implanted with non-pledgeted sutures and tied down using cor-knots. The patient tolerated the procedure well, was transported to the CT- ICU in stable condition, and discharged on pod #4. Hospital pathology report: gross exam only of prosthetic aortic valve. 3 tan-yellow cusp, minimal amount of tan white-yellow attached soft tissue, no vegetations or calcifications identified. A subaortic pannus specimen was received and examined.